Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The event occurred during a laparoscopic procedure which was successfully completed with a similar device. No complications for the patient occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a wired communication issue due to a faulty cable unit. The root cause of why the cable unit failed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, (B)(4)). Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. A full technical evaluation was completed in accordance with the original equipment manufacturer specification. The device was tested. When connecting the device to the video processor an intermittent image was shown; the intermittent image could not be captured with a photo. This failure is attributed to the camera cable defectiveness causing disconnection. In addition, a cut was identified on the cable. The charge couple device sensor is free from any apparent defects. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device had a random connectivity problem which was causing a black screen for five to ten seconds before the image was being displayed again. There is no reported harm to any patient.